Manufacturer narrative:
Follow up information received on 26-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. Essure was implanted in 2008; essure model was updated to ess305. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain, rectal bleeding, severe abdominal and back pain, and weight gain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment this spontaneous case report was received from a consumer via television program. The female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced symptoms of metal poisoning, excruciating pain, heavy bleeding and nickel allergy. She had her fallopian tubes removed but was still experiencing symptoms associated to metal allergy. According to follow up information, she was also experiencing rectal haemorrhage and this case became legal. The events symptoms of metal poisoning, heavy bleeding and rectal bleeding were considered serious event due to medical importance. Heavy bleeding is listed in the reference safety information for essure and symptoms of metal poisoning and rectal bleeding are unlisted. The events excruciating pain and nickel allergy were considered non-serious. This case is regarded as incident since device removal was required. This case was reported with limited information. According to consumer, since essure insertion, she started to experience excruciating pain, heavy bleeding and she became allergic to nickel. Despite this lack of information, the causality between essure use and the events excruciating pain, heavy bleeding and nickel allergy cannot be totally excluded. For the event symptoms of metal poisoning, the causality cannot be assessed. In regards of rectal bleeding, causal relationship wit essure is very unlikely considering its local action in fallopian tubes. Based on the available information there is no reason to suspect quality defect.

Event description:
This is a spontaneous case report received from a consumer via television program in united states on 04-nov-2013 referring to herself. The female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted experienced symptoms of metal poisoning. No information given on consumer's history, past drugs, concurrent conditions and concomitant medication received. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted. The consumer stated she experienced symptoms of metal poisoning (onset date not provided). It was said to her that there was nothing wrong with her, and it really wore her down. No action taken with essure and no outcome were provided. No causality assessment was given. Follow up information was on tv aired on 07-nov-2013: the consumer reported from the minute she got essure, she woke up in excruciating pain, she had heavy bleeding, could not get out of bed for four days, and they just kept telling her that it would resolve itself, and her body was just getting used to it. The consumer was not allergic to nickel when she had her device implanted. Five years after insertion, she is allergic to metal. She said she has spent money with doctors' visits and surgeries this year. Follow up received on 23-jan-2014: ptc number : (B)(4). Final assessment : no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(6)." FDA evaluation codes method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint; device not returned. Medical assessment: the medical events reported are not indicative for a quality defect perse. The events were reported with an occurence over a period of 5 years. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow-up received on 08-mar-2016: consumer reported via social media that she believes she suffer from an allergy to nickel as result of essure. She also reported that she suffered from numerous side effects and states that her doctor kept checking her for everything and sending her everywhere and they would tell her there was nothing wrong with her and just wore her down. Follow up information received on 08-mar-2016 via social media: the consumer was implanted with the coils in 2006 (essure model updated to ess205). She had her fallopian tubes surgically removed but was still experiencing symptoms she believed were associated with metal allergy. Company causality comment: this spontaneous case report was received from a consumer via television program. The female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced symptoms of metal poisoning, excruciating pain, heavy bleeding and nickel allergy. She had her fallopian tubes removed but was still experiencing symptoms associated to metal allergy. The events symptoms of metal poisoning and heavy bleeding were considered serious event due to medical importance. Heavy bleeding is listed in the reference safety information for essure and symptoms of metal poisoning is unlisted. The events excruciating pain and nickel allergy were considered non-serious. This case is regarded as incident since device removal was required. This case was reported with limited information. According to consumer, since essure insertion, she started to experience excruciating pain, heavy bleeding and she became allergic to nickel. Despite this lack of information, the causality between essure use and the events excruciating pain, heavy bleeding and nickel allergy cannot be totally excluded. For the event symptoms of metal poisoning, the causality cannot be assessed. Based on the available information there is no reason to suspect quality defect.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), hodgkin's disease ("stage 2b hodgkin's lymphoma"), metal poisoning ("symptoms of metal poisoning"), rectal haemorrhage ("rectal bleeding"), pelvic pain ("excruciating pain / severe pelvic pain/ physical pain/ pain") and facial paralysis ("facial paralysis") in an adult female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube cyst and dysgeusia. Concomitant products included alprazolam from (B)(6) 2012 to (B)(6) 2012, lorazepam since (B)(6) 2012, normensal (ethinylestradiol w/norethindrone) since (B)(6) 2013, ondansetron since (B)(6) 2013, sennoside a+b (senna) since (B)(6) 2013 and triamcinolone since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hodgkin's disease (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chest pain ("chest pain"), urinary tract infection ("recurrent urinary tract infections"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), hypertrichosis ("hair growth"), muscle spasms ("recurrent muscle spasms in feet"), facial paralysis (seriousness criterion medically significant), neuropathy peripheral ("neuropathy in hands and feet"), feeling abnormal ("brain fog"), post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), visual impairment ("vision problems"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities"), muscle twitching ("facial twitching") and neck pain ("neck pain"). The patient was treated with diphenhydramine, loratadine (loratadin), prednisone, dexamethasone, tretinoin, tetryzoline hydrochloride (eye drops), ibuprofen, surgery (on (B)(6) 2013, laproscopic bilateral salpingectomy), surgery (on (B)(6) 2013, laproscopic bilateral salpingectomy) and alternative therapy (needed glasses). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, abdominal pain, weight increased, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, nausea, alopecia, hypertrichosis, muscle spasms, facial paralysis, neuropathy peripheral, feeling abnormal, post-traumatic stress disorder, depression, anxiety, rash, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, dysmenorrhoea, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching and neck pain outcome was unknown, the pelvic pain was resolving and the allergy to metals had not resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, allergy to chemicals, allergy to metals, alopecia, anxiety, back pain, chest pain, depression, dermatitis, dysfunctional uterine bleeding, dysmenorrhoea, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, menorrhagia, molluscum contagiosum, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, rash, rectal haemorrhage, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2013; a laproscopic bilateral salpingectomy and on (B)(6) 2014; partial hysterectomy, left oophorectomy. Diagnostic results: on (B)(6) 2006, hysterosalpingogram showed tubes were blocked, was told at the test during the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc (product technical complaint ). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), pelvic pain ("excruciating pain / severe pelvic pain/ physical pain/ pain"), hodgkin's disease ("stage 2b hodgkin's lymphoma"), metal poisoning ("symptoms of metal poisoning"), rectal haemorrhage ("rectal bleeding"), neuropathy peripheral ("neuropathy in hands and feet") and facial paralysis ("facial paralysis") in a 28-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus, stress, bowel movement irregularity, constipation, insomnia, muscle spasms, palpitation, menopause and contraception. Previously administered products included for an unreported indication: penicillin, ortho patch, ciprofloxacin and kefzol. Concurrent conditions included fallopian tube cyst, dysgeusia, plague, penicillin allergy, sinus disorder, hemorrhoids, kidney stone, hernia, lichen simplex chronicus and ovarian cyst. Concomitant products included alprazolam from (B)(6) 2012, docusate sodium;sennoside a+b (senna plus) since (B)(6) 2013, ethinylestradiol; norethisterone (ethinylestradiol w/norethindrone) since (B)(6) 2013, lorazepam since (B)(6) 2012, ondansetron since (B)(6) 2013 and triamcinolone since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea") and dyspepsia ("digestive issues"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced hypertrichosis ("hair growth"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced facial paralysis (seriousness criterion medically significant), muscle spasms ("recurrent muscle spasms in feet"), feeling abnormal ("brain fog") and muscle twitching ("facial twitching"). In (B)(6) 2012, the patient experienced rash ("rashes,skin rash"), eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis") and dermatitis contact ("contact dermatitis"). In (B)(6) 2012, the patient experienced urinary tract infection ("recurrent urinary tract infections"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced visual impairment ("vision problems"). On (B)(6) 2013, the patient experienced chest pain ("chest pain"). On(B)(6) 2014, the patient was found to have hodgkin's disease (seriousness criterion medically significant). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/left side pain"), back pain ("severe back pain"), post-traumatic stress disorder ("ptsd"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities") and neck pain ("neck pain"). The patient was treated with dexamethasone, diphenhydramine, ibuprofen, loratadine (loratadin), prednisone, sympathomimetics, tretinoin, surgery (laproscopic bilateral salpingectomy,partial hysterectomy and left oophorectomy) and needed glasses. Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, neuropathy peripheral, facial paralysis, abdominal pain, weight increased, back pain, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, alopecia, hypertrichosis, muscle spasms, feeling abnormal, post-traumatic stress disorder, depression, anxiety, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching, neck pain, dyspareunia, dyspepsia and dermatitis contact outcome was unknown, the pelvic pain and nausea was resolving, the allergy to metals had not resolved and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, allergy to chemicals, allergy to metals, alopecia, anxiety, back pain, chest pain, depression, dermatitis, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, menorrhagia, molluscum contagiosum, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, rash, rectal haemorrhage, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2013; a laproscopic bilateral salpingectomy and on (B)(6) 2014; partial hysterectomy, left oophorectomy. Current weight 137 pounds diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Diagnostic results: on (B)(6) 2006, hysterosalpingogram showed tubes were blocked, was told at the test during the procedure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : genital haemorrhage, allergy to metals and back pain, rash, folliculitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs received. Lab data added. Concomitant medication added. Event digestive issues and contact dermatitis were added. Events abnormal bleeding (vaginal), dysmenorrhea (cramping), nausea, rashes, skin rash outcomes updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), hodgkin's disease ("stage 2b hodgkin's lymphoma"), metal poisoning ("symptoms of metal poisoning"), rectal haemorrhage ("rectal bleeding"), pelvic pain ("excruciating pain / severe pelvic pain/ physical pain/ pain") and facial paralysis ("facial paralysis") in an adult female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pruritus, stress, bowel movement irregularity, constipation, insomnia, muscle spasms, palpitation, menopause and contraception. Previously administered products included for an unreported indication: ortho patch. Concurrent conditions included fallopian tube cyst and dysgeusia. Concomitant products included alprazolam from (B)(6) 2012 to (B)(6) 2012, lorazepam since (B)(6) 2012, normensal (ethinylestradiol w/norethindrone) since (B)(6) 2013, ondansetron since (B)(6) 2013, sennoside a+b (senna) since (B)(6) 2013 and triamcinolone since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hodgkin's disease (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), facial paralysis (seriousness criterion medically significant), allergy to metals ("nickel allergy"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chest pain ("chest pain"), urinary tract infection ("recurrent urinary tract infections"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), hypertrichosis ("hair growth"), muscle spasms ("recurrent muscle spasms in feet"), neuropathy peripheral ("neuropathy in hands and feet"), feeling abnormal ("brain fog"), post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), visual impairment ("vision problems"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities"), muscle twitching ("facial twitching"), neck pain ("neck pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with diphenhydramine, loratadine (loratadine), prednisone, dexamethasone, tretinoin, tetryzoline hydrochloride (eye drops), ibuprofen, surgery (on (B)(6) 2013, laparoscopic bilateral salpingectomy), surgery (on (B)(6) 2013, laparoscopic bilateral salpingectomy) and alternative therapy (needed glasses). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, facial paralysis, abdominal pain, weight increased, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, nausea, alopecia, hypertrichosis, muscle spasms, neuropathy peripheral, feeling abnormal, post-traumatic stress disorder, depression, anxiety, rash, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, dysmenorrhoea, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching, neck pain and dyspareunia outcome was unknown, the pelvic pain was resolving and the allergy to metals had not resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, allergy to chemicals, allergy to metals, alopecia, anxiety, back pain, chest pain, depression, dermatitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, menorrhagia, molluscum contagiosum, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, rash, rectal haemorrhage, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2013; a laparoscopic bilateral salpingectomy and on (B)(6) 2014; partial hysterectomy, left oophorectomy. Current weight 137 pounds. Diagnostic results: on (B)(6) 2006, hysterosalpingogram showed tubes were blocked, was told at the test during the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New event, dyspareunia (painful sexual intercourse) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), pelvic pain ("excruciating pain / severe pelvic pain/ physical pain/ pain"), hodgkin's disease ("stage 2b hodgkin's lymphoma"), metal poisoning ("symptoms of metal poisoning"), rectal haemorrhage ("rectal bleeding"), neuropathy peripheral ("neuropathy in hands and feet") and facial paralysis ("facial paralysis") in an adult female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pruritus, stress, bowel movement irregularity, constipation, insomnia, muscle spasms, palpitation, menopause and contraception. Previously administered products included for an unreported indication: ortho patch. Concurrent conditions included fallopian tube cyst, dysgeusia, plague, penicillin allergy, sinus disorder, hemorrhoids, kidney stone and hernia. Concomitant products included alprazolam from (B)(6) 2012, lorazepam since (B)(6) 2012, normensal (ethinylestradiol w/norethindrone) since (B)(6) 2013, ondansetron since (B)(6) 2013, sennoside a+b (senna) since (B)(6) 2013 and triamcinolone since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hodgkin's disease (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), allergy to metals ("nickel allergy"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chest pain ("chest pain"), urinary tract infection ("recurrent urinary tract infections"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), hypertrichosis ("hair growth"), muscle spasms ("recurrent muscle spasms in feet"), feeling abnormal ("brain fog"), post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), visual impairment ("vision problems"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities"), muscle twitching ("facial twitching"), neck pain ("neck pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with diphenhydramine, loratadine (loratadin), prednisone, dexamethasone, tretinoin, tetryzoline hydrochloride (eye drops), ibuprofen, surgery (on (B)(6) 2013, laproscopic bilateral salpingectomy), surgery (on (B)(6) 2013, laproscopic bilateral salpingectomy) and alternative therapy (needed glasses). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, neuropathy peripheral, facial paralysis, abdominal pain, weight increased, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, nausea, alopecia, hypertrichosis, muscle spasms, feeling abnormal, post-traumatic stress disorder, depression, anxiety, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, dysmenorrhoea, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching, neck pain and dyspareunia outcome was unknown, the pelvic pain was resolving and the allergy to metals and rash had not resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, allergy to chemicals, allergy to metals, alopecia, anxiety, back pain, chest pain, depression, dermatitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, menorrhagia, molluscum contagiosum, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, rash, rectal haemorrhage, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2013; a laproscopic bilateral salpingectomy and on (B)(6) 2014; partial hysterectomy, left oophorectomy.current weight 137 pounds diagnostic results: on (B)(6) 2006, hysterosalpingogram showed tubes were blocked, was told at the test during the procedure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : genital haemorrhage, allergy to metals and back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2018: medical record received : reporter information was added. Event outcome of rashes was updated as not recovered/not resolved. Concomitant disease was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and pelvic pain ('excruciating pain / severe pelvic pain/ physical pain/ pain') in a 28-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus, stress, bowel movement irregularity, constipation, insomnia, muscle spasms, palpitation, menopause, contraception, allergy to metals, c-section, hematuria, lower abdominal pain, dyspnea, lymphoma, asthma and ulcer nos. Current weight 137 pounds. Previously administered products included for an unreported indication: penicillin, ortho patch, ciprofloxacin and kefzol. Concurrent conditions included colonoscopy since (B)(6) 2009, fallopian tube cyst, dysgeusia, plague, penicillin allergy, sinus disorder, hemorrhoids, kidney stone, hernia, lichen simplex chronicus, ovarian cyst, burning eyes, swelling of tongue, sores mouth, anemic, allergic rhinitis, hypertension, drug allergy, raised rash, headache, difficulty breathing, chest tightness, cough, lymphoma, lower gastrointestinal bleeding, bladder infection, allergic reaction to antibiotics, sulfonamide allergy, pain in hip, hodgkin's lymphoma and pain in jaw. Concomitant products included alprazolam from (B)(6)2012, docusate sodium;sennoside a+b (senna plus) since (B)(6)2013, ethinylestradiol;norethisterone (alyacen) since (B)(6) 2013, lorazepam since (B)(6) 2012, ondansetron hydrochloride (zofran), ondansetron since (B)(6)2013 and triamcinolone since (B)(6)2012. In 2006, the patient experienced metal poisoning ("symptoms of metal poisoning"), abdominal pain ("severe abdominal pain/left side pain"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), abdominal pain lower ("terrible cramps") and skin discolouration ("turning purple"). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea") and dyspepsia ("digestive issues"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced hypertrichosis ("hair growth"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In october 2010, the patient experienced facial paralysis ("facial paralysis"), muscle spasms ("recurrent muscle spasms in feet"), feeling abnormal ("brain fog") and muscle twitching ("facial twitching"). In (B)(6)2012, the patient experienced eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis") and dermatitis contact ("contact dermatitis"). In (B)(6) 2012, the patient experienced urinary tract infection ("recurrent urinary tract infections"). In (B)(6)2013, the patient experienced visual impairment ("vision problems"). On (B)(6)2013, the patient experienced chest pain ("chest pain"). On (B)(6)2014, the patient was found to have hodgkin's disease ("stage 2b hodgkin's lymphoma"). On an unknown date, the patient experienced rectal haemorrhage ("rectal bleeding"), neuropathy peripheral ("neuropathy in hands and feet"), allergy to metals ("nickel allergy"), back pain ("severe back pain"), post-traumatic stress disorder ("ptsd"), rash ("rashes,skin rash"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities"), neck pain ("neck pain"), procedural complication ("suffering from complications with the surgery"), anaemia ("anemic after surgery") and multiple allergies ("few allergies") and was found to have lymphoma ("lymphoma"). The patient was treated with antihistamines, dexamethasone, diphenhydramine, ibuprofen, ibuprofen (motrin), loratadine (loratadin), prednisone, salbutamol sulfate (proair hfa), sympathomimetics, tretinoin, surgery (bilateral salpingectomy,partial hysterectomy and left oophorectomy and laproscopic bilateral salpingectomy,partial hysterectomy and left oophorectomy) and needed glasses. Essure (ess205) was removed on (B)(6)2014. At the time of the report, the genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, neuropathy peripheral, facial paralysis, abdominal pain, weight increased, back pain, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, alopecia, hypertrichosis, muscle spasms, feeling abnormal, post-traumatic stress disorder, depression, anxiety, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching, neck pain, dyspareunia, dyspepsia, dermatitis contact, abdominal pain lower, skin discolouration, procedural complication, lymphoma, anaemia and multiple allergies outcome was unknown, the pelvic pain and nausea was resolving, the allergy to metals had not resolved and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, allergy to metals, alopecia, anaemia, anxiety, back pain, chest pain, depression, dermatitis, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, lymphoma, menorrhagia, molluscum contagiosum, multiple allergies, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, procedural complication, rash, rectal haemorrhage, skin discolouration, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: (B)(6)2013; a laproscopic bilateral salpingectomy and on (B)(6)2014; partial hysterectomy, left oophorectomy. Discrepancy noted regarding onset date of events nickel allergy (2006 and (B)(6)2013), menorrhagia (2006 and (B)(6)2006), and skin rashes (2006 and (B)(6)2012). Patient had allergic reaction to propylene glycol. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6)2014: large mass in the anterior mediastinum extending into the region of the right paratracheal stripe that was seen on the recent pet CT.. Computerised tomogram abdomen - on (B)(6)2007: tiny, nonobstructing stone in the lower pole the right kidney.. Hysterosalpingogram - on an unknown date: approximately 3 months after essure procedure, was told "can rely on essure".; on (B)(6)2006: total bilateral occlusion. The tubes were blocked, was told at the test during the procedure.. Magnetic resonance imaging - on (B)(6)2009: grade 1 (6mm) anterolisthesis of l5 on s1 due to chronic bilateral l5 spondylolysis resulting in mild bilateral l5/s1 neural foraminal narrowing, in retrospect present on CT scan. Pathology test - on (B)(6)2013: the specimen is received fresh, in one part, labeled with the patient's name, medical record number and "#1. Bilateral fallopian tubes", consists of two fimbriated fallopian tubes (6.2 cm in length x 0.5 cm in diameter and 6.9 cm in length x 0.5 cm in diameter). Multiple simple serous-filled paratubal cysts are present on both fallopian tubes (up to 0.4 cm in greatest dimension). The proximal lumen of both fallopian tubes contains a silver synthetic material, obstructing the fallopian tube lumen.; on (B)(6)2013: the specimen is received fresh, in one part, labeled with the patient's name, unit number, and "morcellated uterus and left ovary", and consists of multiple irregular tan-pink soft tissue fragments (76 grams: 12.5 x 12.0 x 3.5 cm in aggregate). Identifiable structures include fibromuscular tissue with a possible endometrial lining, serosa, and ovary. Skin test - on an unknown date: negative to nickel. Ultrasound scan - on (B)(6)2007: normal ovaries.; on (B)(6)2008: single enlarged and inflamed right inguinal lymph nodecorresponding to palpable abnormality.; on (B)(6)2009: pelvic pain; left adnexal cyst and free fluid seen on CT of (B)(6)2009; status post essure coils.; on (B)(6)2013: markedy distended bladder initially seen, concerning for acute urinary retention. Heterogeneous posterior fundal myometrium with multiple punctate echoes seen, likely representing postsurgical changes.; on (B)(6)2013: no significant abnormality seen. Interval resolution of a previously reported complex left ovarian cyst. Urogram - on (B)(6)2006: tiny nonobstructing stone lower pole right kidney. Small left ovarian cyst, likely physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : genital haemorrhage, allergy to metals and back pain, rash, folliculitis, dermatitis, , nausea, abdominal pain¸anxiety.headache concerning the injuries reported in this case, the following events were confirmed via patient¿s medical records :back pain,abdominal pain, metal poisoning, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jan-2020: information and references from deleted duplicate case (B)(4) entered as it was follow-up from this case. Events were added: few allergies, lymphoma, anemic after surgery, local event number, e2b company number were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5029419) on 04-nov-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and pelvic pain ('excruciating pain / severe pelvic pain/ physical pain/ pain') in a 28-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus, stress, bowel movement irregularity, constipation, insomnia, muscle spasms, palpitation, menopause, contraception, allergy to metals, c-section, hematuria, lower abdominal pain, dyspnea, lymphoma, asthma and ulcer nos. Current weight 137 pounds. Previously administered products included for an unreported indication: penicillin, ortho patch, ciprofloxacin and kefzol. Concurrent conditions included colonoscopy since (B)(6) 2009, fallopian tube cyst, dysgeusia, plague, penicillin allergy, sinus disorder, hemorrhoids, kidney stone, hernia, lichen simplex chronicus, ovarian cyst, burning eyes, swelling of tongue, sores mouth, anemic, allergic rhinitis, hypertension, drug allergy, raised rash, headache, difficulty breathing, chest tightness, cough, lymphoma, lower gastrointestinal bleeding, bladder infection, allergic reaction to antibiotics, sulfonamide allergy, pain in hip, hodgkin's lymphoma and pain in jaw. Concomitant products included alprazolam from (B)(6) 2012 to (B)(6) 2012, docusate sodium; sennoside a+b (senna plus) since (B)(6) 2013, ethinylestradiol; norethisterone (alyacen) since (B)(6) 2013, lorazepam since (B)(6) 2012, ondansetron hydrochloride (zofran), ondansetron since (B)(6) 2013 and triamcinolone since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced metal poisoning ("symptoms of metal poisoning"), abdominal pain ("severe abdominal pain/left side pain"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), abdominal pain lower ("terrible cramps") and skin discolouration ("turning purple"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea") and dyspepsia ("digestive issues"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced hypertrichosis ("hair growth"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced facial paralysis ("facial paralysis"), muscle spasms ("recurrent muscle spasms in feet"), feeling abnormal ("brain fog") and muscle twitching ("facial twitching"). In (B)(6) 2012, the patient experienced eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis") and dermatitis contact ("contact dermatitis"). In (B)(6) 2012, the patient experienced urinary tract infection ("recurrent urinary tract infections"). In (B)(6) 2013, the patient experienced visual impairment ("vision problems"). On (B)(6) 2013, the patient experienced chest pain ("chest pain"). On (B)(6) 2014, the patient was found to have hodgkin's disease ("stage 2b hodgkin's lymphoma"). On an unknown date, the patient experienced rectal haemorrhage ("rectal bleeding"), neuropathy peripheral ("neuropathy in hands and feet"), allergy to metals ("nickel allergy"), back pain ("severe back pain"), post-traumatic stress disorder ("ptsd"), rash ("rashes,skin rash"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities"), neck pain ("neck pain"), procedural complication ("suffering from complications with the surgery"), anaemia ("anemic after surgery"), multiple allergies ("few allergies") and cyst ("painful cysts ") and was found to have lymphoma ("lymphoma"). The patient was treated with antihistamines, dexamethasone, diphenhydramine, ibuprofen, ibuprofen (motrin), loratadine (loratadin), prednisone, salbutamol sulfate (proair hfa), sympathomimetics, tretinoin, surgery (bilateral salpingectomy,partial hysterectomy and left oophorectomy and laproscopic bilateral salpingectomy,partial hysterectomy and left oophorectomy) and needed glasses. Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, neuropathy peripheral, facial paralysis, abdominal pain, weight increased, back pain, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, alopecia, hypertrichosis, muscle spasms, feeling abnormal, post-traumatic stress disorder, depression, anxiety, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching, neck pain, dyspareunia, dyspepsia, dermatitis contact, abdominal pain lower, skin discolouration, procedural complication, lymphoma, anaemia, multiple allergies and cyst outcome was unknown, the pelvic pain and nausea was resolving, the allergy to metals had not resolved and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, allergy to metals, alopecia, anaemia, anxiety, back pain, chest pain, cyst, depression, dermatitis, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, lymphoma, menorrhagia, molluscum contagiosum, multiple allergies, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, procedural complication, rash, rectal haemorrhage, skin discolouration, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2013; a laproscopic bilateral salpingectomy and on (B)(6) 2014; partial hysterectomy, left oophorectomy. Discrepancy noted regarding onset date of events nickel allergy (2006 and (B)(6) 2013), menorrhagia (2006 and (B)(6) 2006), and skin rashes (2006 and (B)(6) 2012). Patient had allergic reaction to propylene glycol. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: large mass in the anterior mediastinum extending into the region of the right paratracheal stripe that was seen on the recent pet CT. Computerised tomogram abdomen - on (B)(6) 2007: tiny, nonobstructing stone in the lower pole the right kidney.. Hysterosalpingogram - on an unknown date: approximately 3 months after essure procedure, was told "can rely on essure".; on (B)(6) 2006: total bilateral occlusion. The tubes were blocked, was told at the test during the procedure.. Magnetic resonance imaging - on (B)(6) 2009: grade 1 (6mm) anterolisthesis of l5 on s1 due to chronic bilateral l5 spondylolysis resulting in mild bilateral l5/s1 neural foraminal narrowing, in retrospect present on CT scan. Pathology test - on (B)(6) 2013: the specimen is received fresh, in one part, labeled with the patient's name, medical record number and "#1. Bilateral fallopian tubes", consists of two fimbriated fallopian tubes (6.2 cm in length x 0.5 cm in diameter and 6.9 cm in length x 0.5 cm in diameter). Multiple simple serous-filled paratubal cysts are present on both fallopian tubes (up to 0.4 cm in greatest dimension). The proximal lumen of both fallopian tubes contains a silver synthetic material, obstructing the fallopian tube lumen.; on (B)(6) 2013: the specimen is received fresh, in one part, labeled with the patient's name, unit number, and "morcellated uterus and left ovary", and consists of multiple irregular tan-pink soft tissue fragments (76 grams: 12.5 x 12.0 x 3.5 cm in aggregate). Identifiable structures include fibromuscular tissue with a possible endometrial lining, serosa, and ovary. Skin test - on an unknown date: negative to nickel. Ultrasound scan - on (B)(6) 2007: normal ovaries.; on (B)(6) 2008: single enlarged and inflamed right inguinal lymph nodecorresponding to palpable abnormality.; on (B)(6) 2009: pelvic pain; left adnexal cyst and free fluid seen on CT of (B)(6) 2009; status post essure coils.; on (B)(6) 2013: 1. Markedy distended bladder initially seen, concerning for acute urinary retention. 2. Heterogeneous posterior fundal myometrium with multiple punctate echoes seen, likely representing postsurgical changes.; on (B)(6) 2013: no significant abnormality seen. Interval resolution of a previously reported complex left ovarian cyst. Urogram - on (B)(6) 2006: tiny nonobstructing stone lower pole right kidney. Small left ovarian cyst, likely physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : genital haemorrhage, allergy to metals and back pain, rash, folliculitis, dermatitis, , nausea, abdominal pain¸anxiety.headache concerning the injuries reported in this case, the following events were confirmed via patient¿s medical records :back pain,abdominal pain, metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event painful cyst was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5029419) on 04-nov-2013. The most recent information was received on 05-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and pelvic pain ('excruciating pain / severe pelvic pain/ physical pain/ pain') in a 28-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus, stress, bowel movement irregularity, constipation, insomnia, muscle spasms, palpitation, menopause, contraception, allergy to metals, c-section, hematuria, lower abdominal pain, dyspnea, lymphoma, asthma and ulcer nos. Current weight 137 pounds. Previously administered products included for an unreported indication: penicillin, ortho patch, ciprofloxacin and kefzol. Concurrent conditions included colonoscopy since (B)(6) 2009, fallopian tube cyst, dysgeusia, plague, penicillin allergy, sinus disorder, hemorrhoids, kidney stone, hernia, lichen simplex chronicus, ovarian cyst, burning eyes, swelling of tongue, sores mouth, anemic, allergic rhinitis, hypertension, drug allergy, raised rash, headache, difficulty breathing, chest tightness, cough, lymphoma, lower gastrointestinal bleeding, bladder infection, allergic reaction to antibiotics, sulfonamide allergy, pain in hip, hodgkin's lymphoma and pain in jaw. Concomitant products included alprazolam from (B)(6) 2012, docusate sodium;sennoside a+b (senna plus) since (B)(6) 2013, ethinylestradiol; norethisterone (alyacen) since (B)(6) 2013, lorazepam since (B)(6) 2012, ondansetron hydrochloride (zofran), ondansetron since (B)(6) 2013 and triamcinolone since (B)(6) 2012. In 2006, the patient experienced metal poisoning ("symptoms of metal poisoning"), abdominal pain ("severe abdominal pain/left side pain"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), abdominal pain lower ("terrible cramps") and skin discolouration ("turning purple"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea") and dyspepsia ("digestive issues"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced hypertrichosis ("hair growth"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced facial paralysis ("facial paralysis"), muscle spasms ("recurrent muscle spasms in feet"), feeling abnormal ("brain fog") and muscle twitching ("facial twitching"). In (B)(6) 2012, the patient experienced eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis") and dermatitis contact ("contact dermatitis"). In (B)(6) 2012, the patient experienced urinary tract infection ("recurrent urinary tract infections"). In (B)(6) 2013, the patient experienced visual impairment ("vision problems"). On (B)(6) 2013, the patient experienced chest pain ("chest pain"). On (B)(6) 2014, the patient was found to have hodgkin's disease ("stage 2b hodgkin's lymphoma"). On an unknown date, the patient experienced rectal haemorrhage ("rectal bleeding"), neuropathy peripheral ("neuropathy in hands and feet"), allergy to metals ("nickel allergy"), back pain ("severe back pain"), post-traumatic stress disorder ("ptsd"), rash ("rashes, skin rash"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities"), neck pain ("neck pain"), procedural complication ("suffering from complications with the surgery"), anaemia ("anemic after surgery"), multiple allergies ("few allergies") and cyst ("painful cysts") and was found to have lymphoma ("lymphoma"). The patient was treated with antihistamines, dexamethasone, diphenhydramine, ibuprofen, ibuprofen (motrin), loratadine (loratadin), prednisone, salbutamol sulfate (proair hfa), sympathomimetics, tretinoin, surgery (bilateral salpingectomy,partial hysterectomy and left oophorectomy and laparoscopic bilateral salpingectomy,partial hysterectomy and left oophorectomy) and needed glasses. Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, neuropathy peripheral, facial paralysis, abdominal pain, weight increased, back pain, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, alopecia, hypertrichosis, muscle spasms, feeling abnormal, post-traumatic stress disorder, depression, anxiety, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching, neck pain, dyspareunia, dyspepsia, dermatitis contact, abdominal pain lower, skin discolouration, procedural complication, lymphoma, anaemia, multiple allergies and cyst outcome was unknown, the pelvic pain and nausea was resolving, the allergy to metals had not resolved and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, allergy to metals, alopecia, anaemia, anxiety, back pain, chest pain, cyst, depression, dermatitis, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, lymphoma, menorrhagia, molluscum contagiosum, multiple allergies, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, procedural complication, rash, rectal haemorrhage, skin discolouration, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2013; a laparoscopic bilateral salpingectomy and on (B)(6) 2014; partial hysterectomy, left oophorectomy. Discrepancy noted regarding onset date of events nickel allergy (2006 and (B)(6) 2013), menorrhagia (2006 and (B)(6) 2006), and skin rashes (2006 and (B)(6) 2012). Patient had allergic reaction to propylene glycol. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: large mass in the anterior mediastinum extending into the region of the right paratracheal stripe that was seen on the recent pet CT. Computerised tomogram abdomen - on (B)(6) 2007: tiny, nonobstructing stone in the lower pole the right kidney. Hysterosalpingogram - on an unknown date: approximately 3 months after essure procedure, was told "can rely on essure".; on (B)(6) 2006: total bilateral occlusion. The tubes were blocked, was told at the test during the procedure. Magnetic resonance imaging - on (B)(6) 2009: grade 1 (6mm) anterolisthesis of l5 on s1 due to chronic bilateral l5 spondylolysis resulting in mild bilateral l5/s1 neural foraminal narrowing, in retrospect present on CT scan. Pathology test - on (B)(6) 2013: the specimen is received fresh, in one part, labeled with the patient's name, medical record number and "#1. Bilateral fallopian tubes", consists of two fimbriated fallopian tubes (6.2 cm in length x 0.5 cm in diameter and 6.9 cm in length x 0.5 cm in diameter). Multiple simple serous-filled paratubal cysts are present on both fallopian tubes (up to 0.4 cm in greatest dimension). The proximal lumen of both fallopian tubes contains a silver synthetic material, obstructing the fallopian tube lumen.; on (B)(6) 2013: the specimen is received fresh, in one part, labeled with the patient's name, unit number, and "morcellated uterus and left ovary", and consists of multiple irregular tan-pink soft tissue fragments (76 grams: 12.5 x 12.0 x 3.5 cm in aggregate). Identifiable structures include fibromuscular tissue with a possible endometrial lining, serosa, and ovary. Skin test - on an unknown date: negative to nickel. Ultrasound scan - on (B)(6) 2007: normal ovaries.; on (B)(6) 2008: single enlarged and inflamed right inguinal lymph node corresponding to palpable abnormality.; on (B)(6) 2009: pelvic pain; left adnexal cyst and free fluid seen on CT of (B)(6) 2009; status post essure coils.; on (B)(6) 2013: 1. Markedy distended bladder initially seen, concerning for acute urinary retention. 2. Heterogeneous posterior fundal myometrium with multiple punctate echoes seen, likely representing postsurgical changes.; on (B)(6) 2013: no significant abnormality seen. Interval resolution of a previously reported complex left ovarian cyst. Urogram - on (B)(6) 2006: tiny nonobstructing stone lower pole right kidney. Small left ovarian cyst, likely physiologic. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : genital haemorrhage, allergy to metals and back pain, rash, folliculitis, dermatitis, nausea, abdominal pain¸ anxiety. Headache concerning the injuries reported in this case, the following events were confirmed via patient¿s medical records : back pain, abdominal pain, metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5029419) on 04-nov-2013. The most recent information was received on 30-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure remain in her body'), genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and pelvic pain ('excruciating pain / severe pelvic pain/ physical pain/ pain') in a 28-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus, stress, bowel movement irregularity, constipation, insomnia, muscle spasms, palpitation, menopause, contraception, allergy to metals, c-section, hematuria, lower abdominal pain, dyspnea, lymphoma, asthma and ulcer nos. Current weight 137 pounds. Previously administered products included for an unreported indication: penicillin, ortho patch, ciprofloxacin and kefzol. Concurrent conditions included colonoscopy since (B)(6) 2009, fallopian tube cyst, dysgeusia, plague, penicillin allergy, sinus disorder, hemorrhoids, kidney stone, hernia, lichen simplex chronicus, ovarian cyst, burning eyes, swelling of tongue, sores mouth, anemic, allergic rhinitis, hypertension, drug allergy, raised rash, headache, difficulty breathing, chest tightness, cough, lymphoma, lower gastrointestinal bleeding, bladder infection, allergic reaction to antibiotics, sulfonamide allergy, pain in hip, hodgkin's lymphoma and pain in jaw. Concomitant products included alprazolam from (B)(6) 2012 to (B)(6) 2012, docusate sodium;sennoside a+b (senna plus) since (B)(6) 2013, ethinylestradiol;norethisterone (alyacen) since (B)(6) 2013, lorazepam since (B)(6) 2012, ondansetron hydrochloride (zofran), ondansetron since (B)(6) 2013 and triamcinolone since (B)(6) 2012. In 2006, the patient experienced metal poisoning ("symptoms of metal poisoning"), abdominal pain ("severe abdominal pain/left side pain"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), abdominal pain lower ("terrible cramps") and skin discolouration ("turning purple"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea") and dyspepsia ("digestive issues"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced hypertrichosis ("hair growth"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced facial paralysis ("facial paralysis"), muscle spasms ("recurrent muscle spasms in feet"), feeling abnormal ("brain fog") and muscle twitching ("facial twitching"). In (B)(6) 2012, the patient experienced eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis") and dermatitis contact ("contact dermatitis"). In (B)(6) 2012, the patient experienced urinary tract infection ("recurrent urinary tract infections"). In (B)(6) 2013, the patient experienced visual impairment ("vision problems"). On (B)(6) 2013, the patient experienced chest pain ("chest pain"). On (B)(6) 2014, the patient was found to have hodgkin's disease ("stage 2b hodgkin's lymphoma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), rectal haemorrhage ("rectal bleeding"), neuropathy peripheral ("neuropathy in hands and feet"), allergy to metals ("nickel allergy"), back pain ("severe back pain"), post-traumatic stress disorder ("ptsd"), rash ("rashes,skin rash"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities"), neck pain ("neck pain"), procedural complication ("suffering from complications with the surgery"), anaemia ("anemic after surgery"), multiple allergies ("few allergies") and cyst ("painful cysts") and was found to have lymphoma ("lymphoma") and uterine cancer ("after her surgery, she found out she had cancer"). The patient was treated with antihistamines, dexamethasone, diphenhydramine, ibuprofen, ibuprofen (motrin), loratadine (loratadin), prednisone, salbutamol sulfate (proair hfa), sympathomimetics, tretinoin, surgery (bilateral salpingectomy,partial hysterectomy and left oophorectomy and laproscopic bilateral salpingectomy,partial hysterectomy and left oophorectomy) and needed glasses. Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, neuropathy peripheral, facial paralysis, abdominal pain, weight increased, back pain, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, alopecia, hypertrichosis, muscle spasms, feeling abnormal, post-traumatic stress disorder, depression, anxiety, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching, neck pain, dyspareunia, dyspepsia, dermatitis contact, abdominal pain lower, skin discolouration, procedural complication, lymphoma, anaemia, multiple allergies, cyst and uterine cancer outcome was unknown, the pelvic pain and nausea was resolving, the allergy to metals had not resolved and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, allergy to metals, alopecia, anaemia, anxiety, back pain, chest pain, cyst, depression, dermatitis, dermatitis contact, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, lymphoma, menorrhagia, molluscum contagiosum, multiple allergies, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, procedural complication, rash, rectal haemorrhage, skin discolouration, tooth disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2013; a laproscopic bilateral salpingectomy and on (B)(6) 2014; partial hysterectomy, left oophorectomy. Discrepancy noted regarding onset date of events nickel allergy (2006 and (B)(6) 2013), menorrhagia (2006 and (B)(6) 2006), and skin rashes (2006 and (B)(6) 2012). Patient had allergic reaction to propylene glycol. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: large mass in the anterior mediastinum extending into the region of the right paratracheal stripe that was seen on the recent pet CT. Computerised tomogram abdomen - on (B)(6) 2007: tiny, nonobstructing stone in the lower pole the right kidney. Hysterosalpingogram - on an unknown date: approximately 3 months after essure procedure, was told "can rely on essure".; on (B)(6) 2006: total bilateral occlusion. The tubes were blocked, was told at the test during the procedure.. Magnetic resonance imaging - on (B)(6) 2009: grade 1 (6mm) anterolisthesis of l5 on s1 due to chronic bilateral l5 spondylolysis resulting in mild bilateral l5/s1 neural foraminal narrowing, in retrospect present on CT scan. Pathology test - on (B)(6) 2013: the specimen is received fresh, in one part, labeled with the patient's name, medical record number and "#1. Bilateral fallopian tubes", consists of two fimbriated fallopian tubes (6.2 cm in length x 0.5 cm in diameter and 6.9 cm in length x 0.5 cm in diameter). Multiple simple serous-filled paratubal cysts are present on both fallopian tubes (up to 0.4 cm in greatest dimension). The proximal lumen of both fallopian tubes contains a silver synthetic material, obstructing the fallopian tube lumen.; on (B)(6) 2013: the specimen is received fresh, in one part, labeled with the patient's name, unit number, and "morcellated uterus and left ovary", and consists of multiple irregular tan-pink soft tissue fragments (76 grams: 12.5 x 12.0 x 3.5 cm in aggregate). Identifiable structures include fibromuscular tissue with a possible endometrial lining, serosa, and ovary.. Skin test - on an unknown date: negative to nickel. Ultrasound scan - on (B)(6) 2007: normal ovaries.; on (B)(6) 2008: single enlarged and inflamed right inguinal lymph nodecorresponding to palpable abnormality.; on (B)(6) 2009: pelvic pain; left adnexal cyst and free fluid seen on CT of (B)(6) 2009; status post essure coils.; on (B)(6) 2013: 1. Markedy distended bladder initially seen, concerning for acute urinary retention. 2. Heterogeneous posterior fundal myometrium with multiple punctate echoes seen, likely representing postsurgical changes.; on (B)(6) 2013: no significant abnormality seen. Interval resolution of a previously reported complex left ovarian cyst.. Urogram - on (B)(6) 2006: tiny nonobstructing stone lower pole right kidney. Small left ovarian cyst, likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: drug safety report contains events " after her surgery, she found out she had cancer and fragments ofessure remain in her body" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), metal poisoning ("symptoms of metal poisoning"), rectal haemorrhage ("rectal bleeding"), pelvic pain ("excruciating pain / severe pelvic pain/ physical pain/ pain"), facial paralysis ("facial paralysis") and hodgkin's disease ("stage 2b hodgkin's lymphoma") in an adult female patient who had essure (batch no. 509801) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam from april 2012 to june 2012, lorazepam since march 2012, normensal (ethinylestradiol w/norethindrone) since april 2013, ondansetron since april 2013, sennoside a+b (senna) since march 2013 and triamcinolone since november 2012. On (B)(4)2006, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chest pain ("chest pain"), urinary tract infection ("recurrent urinary tract infections"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), hair growth abnormal ("hair growth"), muscle spasms ("recurrent muscle spasms in feet"), facial paralysis (seriousness criterion medically significant), neuropathy peripheral ("neuropathy in hands and feet"), feeling abnormal ("brain fog"), post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), hodgkin's disease (seriousness criterion medically significant), visual impairment ("vision problems"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities") and food allergy ("food sensitivities"). The patient was treated with diphenhydramine, loratadine (loratadin), prednisone, dexamethasone, tretinoin, tetryzoline hydrochloride (eye drops), ibuprofen, surgery (on (B)(4)2013, laproscopic bilateral salpingectomy), surgery (on (B)(4)2013, laproscopic bilateral salpingectomy) and alternative therapy (needed glasses). Essure was removed on (B)(4)2013. At the time of the report, the genital haemorrhage, metal poisoning, rectal haemorrhage, abdominal pain, weight increased, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, nausea, alopecia, hair growth abnormal, muscle spasms, facial paralysis, neuropathy peripheral, feeling abnormal, post-traumatic stress disorder, depression, anxiety, rash, eczema, folliculitis, dermatitis, molluscum contagiosum, hodgkin's disease, visual impairment, dysfunctional uterine bleeding, dysmenorrhoea, vaginal discharge, hypersensitivity, allergy to chemicals and food allergy outcome was unknown, the pelvic pain was resolving and the allergy to metals had not resolved. The reporter provided no causality assessment for metal poisoning with essure. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, alopecia, anxiety, back pain, chest pain, depression, dermatitis, dysfunctional uterine bleeding, dysmenorrhoea, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hair growth abnormal, hodgkin's disease, hypersensitivity, menorrhagia, molluscum contagiosum, muscle spasms, nausea, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, rash, rectal haemorrhage, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: (B)(4)2013; a laproscopic bilateral salpingectomy and on(B)(4) 2014; partial hysterectomy, left oophorectomy. Quality-safety evaluation of ptc: final assessment : no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not indicative for a quality defect perse. The events were reported with an occurence over a period of 5 years. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿.in summary, based on the available information there is no reason to suspect quality defect most recent follow-up information incorporated above includes: on (B)(4)2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal/menorrhagia), apareunia (inability to have sexual intercourse), chest pain, dental problems, fatigue, nausea, hair loss, hair growth, recurrent urinary tract infections, recurrent muscle spasms in back and feet, facial paralysis, neuropathy in hands and feet, brain fog, ptsd, depression, anxiety, rashes, eczema, folliculitis, systemic dermatitis, mcs, salpingectomy, stage 2b hodgkin's lymphoma, vaginal discharge, dysmenorrhea, dysfunctional uterine bleeding, environmental sensitivities, multiple chemical sensitivities, food sensitivities and vision problems. Concomitant products included alprazolam from april 2012 to june 2012, lorazepam since march 2012, normensal (ethinylestradiol w/norethindrone) since april 2013, ondansetron since april 2013, sennoside a+b (senna) since march 2013 and triamcinolone since november 2012. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5029419) on 04-nov-2013. The most recent information was received on 17-jan-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), pelvic pain ("excruciating pain / severe pelvic pain/ physical pain/ pain"), hodgkin's disease ("stage 2b hodgkin's lymphoma"), metal poisoning ("symptoms of metal poisoning"), rectal haemorrhage ("rectal bleeding"), neuropathy peripheral ("neuropathy in hands and feet") and facial paralysis ("facial paralysis") in a 28-year-old female patient who had essure (ess205) (batch no: 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pruritus, stress, bowel movement irregularity, constipation, insomnia, muscle spasms, palpitation, menopause, contraception and allergy to metals. Current weight 137 pounds. Previously administered products included for an unreported indication: penicillin, ortho patch, ciprofloxacin and kefzol. Concurrent conditions included fallopian tube cyst, dysgeusia, plague, penicillin allergy, sinus disorder, hemorrhoids, kidney stone, hernia, lichen simplex chronicus and ovarian cyst. Concomitant products included alprazolam from on (B)(6) 2012, docusate sodium; sennoside a+b (senna plus) since on (B)(6) 2013, ethinylestradiol; norethisterone (ethinylestradiol w/norethindrone) since on (B)(6) 2013, lorazepam since on (B)(6) 2012, ondansetron since on (B)(6) 2013 and triamcinolone since on (B)(6) 2012. In 2006, the patient experienced metal poisoning (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/left side pain"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), abdominal pain lower ("terrible cramps") and skin discolouration ("turning purple"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea") and dyspepsia ("digestive issues"). On (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced hypertrichosis ("hair growth"). On (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced facial paralysis (seriousness criterion medically significant), muscle spasms ("recurrent muscle spasms in feet"), feeling abnormal ("brain fog") and muscle twitching ("facial twitching"). On (B)(6) 2012, the patient experienced eczema ("eczema"), folliculitis ("folliculitis, systemic dermatitis") and dermatitis contact ("contact dermatitis"). On (B)(6) 2012, the patient experienced urinary tract infection ("recurrent urinary tract infections"). On (B)(6) 2013, the patient experienced visual impairment ("vision problems"). On (B)(6) 2013, the patient experienced chest pain ("chest pain"). On (B)(6) 2014, the patient was found to have hodgkin's disease (seriousness criterion medically significant). On an unknown date, the patient experienced rectal haemorrhage (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), allergy to metals ("nickel allergy"), back pain ("severe back pain"), post-traumatic stress disorder ("ptsd"), rash ("rashes,skin rash"), dermatitis ("systemic dermatitis"), molluscum contagiosum ("mcs"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hypersensitivity ("environmental sensitivities"), allergy to chemicals ("multiple chemical sensitivities"), food allergy ("food sensitivities"), neck pain ("neck pain") and procedural complication ("suffering from complications with the surgery"). The patient was treated with dexamethasone, diphenhydramine, ibuprofen (motrin), loratadine (loratadin), prednisone, sympathomimetics, tretinoin, surgery (laproscopic bilateral salpingectomy,partial hysterectomy and left oophorectomy) and needed glasses. Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, hodgkin's disease, metal poisoning, rectal haemorrhage, neuropathy peripheral, facial paralysis, abdominal pain, weight increased, back pain, menorrhagia, female sexual dysfunction, chest pain, urinary tract infection, tooth disorder, fatigue, alopecia, hypertrichosis, muscle spasms, feeling abnormal, post-traumatic stress disorder, depression, anxiety, eczema, folliculitis, dermatitis, molluscum contagiosum, visual impairment, dysfunctional uterine bleeding, vaginal discharge, hypersensitivity, allergy to chemicals, food allergy, muscle twitching, neck pain, dyspareunia, dyspepsia, dermatitis contact, abdominal pain lower, skin discolouration and procedural complication outcome was unknown, the pelvic pain and nausea was resolving, the allergy to metals had not resolved and the vaginal haemorrhage, rash and dysmenorrhoea had resolved. The reporter provided no causality assessment for metal poisoning with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, allergy to metals, alopecia, anxiety, back pain, chest pain, depression, dermatitis, dermatitis contact, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, eczema, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, folliculitis, food allergy, genital haemorrhage, hodgkin's disease, hypersensitivity, hypertrichosis, menorrhagia, molluscum contagiosum, muscle spasms, muscle twitching, nausea, neck pain, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, procedural complication, rash, rectal haemorrhage, skin discolouration, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2013; a laproscopic bilateral salpingectomy and on (B)(6) 2014; partial hysterectomy, left oophorectomy. Discrepancy noted regarding onset date of events nickel allergy (2006 and on (B)(6) 2013), menorrhagia (2006 and on (B)(6) 2006), and skin rashes (2006 and on (B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: approximately 3 months after essure procedure, was told "can rely on essure"; on (B)(6) 2006: total bilateral occlusion. The tubes were blocked, was told at the test during the procedure. Skin test: on an unknown date: negative to nickel. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : genital haemorrhage, allergy to metals and back pain, rash, folliculitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: information and references from deleted duplicate case: (B)(4) entered as it was follow-up from this case. Reporter and patient¿s information were updated, lab data information was added, and essure insertion date was amended. Treatment medication motrin and the events ¿abdominal pain lower¿, ¿discolouration skin¿ and ¿procedural complication¿ were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.